Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02135. It was reported that the patient's leads migrated. It is believed that manipulation during an unrelated surgical procedure contributed to the migration. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue.